Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. As noted in bds instructions for use (IFU), do not use tubes after their expiration date. Tubes expire on the last day of the month and year indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the tube was used after the expiration date. The following information was provided by the initial reporter. The customer stated: "the tubes were used past their expiration date. For our study in children, we draw blood in k2 edta 7.2mg 4.0 ml tubes (ref (B)(6)), and recently realized that some of our tubes had expired a few months ago. In order to account for any derivation in our data and results. I wanted to inquire as to whether the expiration date for the tubes pertains to the vacuum, the reagent, or both."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the tube was used after the expiration date. The following information was provided by the initial reporter. The customer stated: "the tubes were used past their expiration date. For our study in children, we draw blood in k2 edta 7.2mg 4.0 ml tubes (ref 367844), and recently realized that some of our tubes had expired a few months ago. In order to account for any derivation in our data and results. I wanted to inquire as to whether the expiration date for the tubes pertains to the vacuum, the reagent, or both."